Manufacturer narrative:
The event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to the lead being fractured following a fall. The fractured lead resulted in high impedances. Fracture was visually confirmed. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was deemed inoperable. The lead and ipg were replaced during the procedure. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.